Event description:
It was reported that during a hindfoot fusion using trigen hindfoot fusion nail the cylinder metal pegs from the radiolucent jig became wedged into the drill guide and required extreme force to dislodge breaking the guide in the process. Procedure was completed with same device and a 45min delay was reported.

Manufacturer narrative:
The associated devices were returned and evaluated. A visual inspection of the returned devices confirmed the stated failure mode. The drop was cracked at the guide connection point, rendering the device inoperable. The guide was heavily damaged from impacts on the lateral wing. The devices were manufactured in 2007 and 2015 and exhibit signs of extensive wear/ usage. A review of complaint history did not reveal additional complaints for the listed batches for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.